Event description:
66 year old white male admitted for an evaluation of unstable angina. He was severely hypertensive and was to have a cardiac cath. Failing the cardiac cath this patient required heart surgery. During his operative procedure the oxygenator failed to drain properly (venous) due to possible obstruction. The oxygenator was changed during the surgical procedure reguiring two minutes of down time at 25 degrees centigrade. No known adverse effect on the patient.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.